Manufacturer narrative:
During further troubleshooting reporter indicated he will be reusing his cartridge. T:slim user guide states: use only single-use, disposable t:slim cartridges. The efficacy of your t:slim pump cannot be guaranteed if cartridges other than those manufactured by tandem diabetes care, inc. Are used or if cartridges are filled more than once.

Event description:
Rec'd info stating patient was experiencing high bg's. Patient was out of town and did not have backup supplies.